Event description:
It was reported that the device was used during a robotic prostatectomy. The orange seal slipped down into the shaft of the trocar, leakage was observed. Case was completed with another device. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.